Event description:
A 5 mm asnis screw was used for a tibial fracture. After the operation, an x-ray revealed that the screw was broken. The broken screw was explanted. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Evaluation of this event cannot be performed because the device has not been returned to howmedica rutherford. The device was thrown away at the hospital after surgery.